Event description:
During routine testing of the device at the service center, the quality assurance technician reported that the adjustment ring, occlusion knob bearing, and occlusion knob retaining ring were extremely corroded. Since the event occurred during routine testing, there was no patient involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.